Event description:
Serious infection two weeks after implant requiring ER assistance. Cleared that via IV antibiotics but within 6 months began having multiple serious issues - rapid kidney function decline from 100 to 60, positive anas(antinuclear antibodies), eosinophil counts skyrocketed to 16.9% and various other issues including hair loss, acne, numbness and extremely dry eyes. Multiple doctors recommended I have implants removed. Too many to add via this form. Ref report: mw5159667.